Event description:
It was reported by the consumer's son that 2 to 3 days post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The physician implanted a 3.00x32mm taxus express2 drug eluting stent in an unspecified location. Two to three days later the pt experienced a "patchy, raised rash bilaterally around the collar area of the neck, over the clavicle. It is spreading very slowly over time, although still in the neck area, and has now spread to the area around the back of the neck." Further information was requested, but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.